Event description:
On wednesday 11/27/96, a telephone report was made to the co's regulatory affairs dept from sales representative, regarding an episode which occurred at health center. The specific date of event was not communicated, but the episode occurred approx 3-4 weeks prior and had not been reported upon occurrence. Rather, the incident was mentioned after the fact by the attending physician to the sales representative through contact and conversation of another matter. The report from the physician indicated that an obese female pt had undergone an uneventful gallbladder procedure. Approx 2-3 weeks post-op, a hematoma was noticed down the side of the thigh and buttocks region of the pt, along with a hemoglobin drop of 14 to 7. A decision was made to perform an exploratory procedure to identify and correct any possible region of bleeding. This procedure was performed, anbd some cauterizing of the gallbladder field was performed although a specific site of bleeding was not identified. It was hypothesized that some lower port bleeding may have occurred within the subcutaneous spaces, possibly from the cannulae placement site. The procedure was concluded and the pt was returned to the recovery area. The pt is presently reported to have recovered, been discharged, and is doing fine.